Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator (cdt-d) exhibited out-of-range shock impedance measurement, resulting in latitude red alert. There was no report of adverse patient symptom associated with this clinical observation.

Manufacturer narrative:
Information suggests that both of these medical devices remain actively in service. The patient had not yet been in for a device follow up post red alert. As new information becomes available, this report will be further evaluated and updated.